Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the apex of the filter. Readvancement of the introducer sheath to stabilize the filter and facilitate removal of the guidewire was unsuccessful. The wire was subsequently grasped percutaneously via the femoral approach. The wire was cut at the jugular site and successful removal of the guidewire via the femoral approach followed. The filter placement was successful and the patient's condition is good. This device remains implanted. Therefore, no failure analysis will be available. User technique and/or patient anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for this event.